Event description:
Patient had shoulder surgery on (B)(6) 2023 and it was required to turn stimulator off during that time. One week later he tried to turn stimulator back on and he said it was unsuccessful. He tried multiple times in attempt to get stimulator back on and has failed. Patient states he contacted abbott regarding the issue and they have yet to get back with him.